Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was off the bus and unable to open. A field service engineer (fse) opened the top of the refrigerator, disconnected all ethernet and power cables to the router, reconnected them, and installed a 2-pin jumper on the power board as per instructions to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ es refrigerator was off the bus and was unable to open. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a 20-min delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.